Event description:
The medical surveillance specialist (mss) spoke with the lay user/patient on dec 9, 2009 to obtain/verify the following info: the lay user/pt contacted lifescan (lfs) customer service in 2009 alleging that his onetouch ultra meter was giving him inaccurate meter readings. He stated that the reported issue began on the day prior to contact lifescan at 5:07pm when he obtained a "330 mg/dl" meter reading. As a result of the meter readings, he took 15 units of humalog based on his sliding scale. He claimed 5-10 minutes later, he developed symptoms of sweating, feeling faint, and had blurred vision. He tested on the meter again while experiencing the symptoms and obtained a "60 mg/dl." The pt administered self-treatment with glucose tablets and did not seek any add'l medical attention. The csr attempted to walk the pt through a control solution test but the pt did not have any control solution at the time of the call. Replacement products were sent to the pt. This complaint is being reported because the pt reported based on his insulin dosage on an alleged inaccurate meter reading and then became hypoglycemic. The pt administered self-treatment with glucose tablets.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.